Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty completing the fill tubing loop while setting up a replacement ilet device. Agent was unable use trouble shooting to solve the issue. The event did not impact blood glucose levels. A replacement device was sent.